Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the issue occurred during ladg (laparoscopic-assisted distal gastrectomy). The surgeon clamped the tissue and closed the jaws, however could not fire the device. Replaced by another device to complete the case. The surgical time was extended by less than 30 minutes. No patient injury. The nurse and the surgeon checked jaws opening/closing properly before firing the device. The sales rep checked the device and the cartridge and it could fire the device as trial.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. A pmv representative reload was inserted onto the adapter with a pmv handle and battery. The green light signaling the attachment of the adapter illuminated indicating that the adapter was recognized. The reload cycled properly and was applied to test media where it was able to apply the staple line and transect the media without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.